Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, he definitive root cause was not identified however; the probable cause of the malfunction was damage pattern, it can be assumed the insulation tip's damage was caused by mechanical thermal influence. The subject event can be detected by implementing in accordance with the below IFU. The IFU carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. In the case of unclear remains of fracture fragments, of the insulating insert made of ceramic, these can be localised with a suitable x-ray procedure or computer tomography and removed, if necessary. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the inner sheath, for 26 fr. Outer sheath displayed a broken ceramic tip. There were no reports of patient harm.